Event description:
The customer reported the ventilator alarmed on power up when being setup due to a pressure sensors failure. The device was not in use therefore there was no patient involvement or harm. As reported, pressure sensor failures during normal ventilation use may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers field service engineer (fse) assisted the customer who reported the data acquisition to motor controller pcb board cable was disconnected. The fse instructed the biomedical engineer with reconnecting the cable to address the reported problem.

Manufacturer narrative:
Supplemental report

Manufacturer narrative:
Cable reconnected.

Event description:
The manufacturers field service engineer (fse) went onsite and was able to duplicate the reported problem. The fse observed the motor controller pcb board was not seated correctly in the unit. Fse reseated the motor controller pcb board and the data acquisition to motor controller pcb board cable.